Event description:
Information was received from an unknown source regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that  during a case yesterday, 6/20/2024. They were doing a stage 1 (advanced eval) on patient when the  dr.  Went to place the lead in the percutaneous extension the lead would not advance inside the extension hub. The physician had to unscrew the hub after multiple failed attempts of trying to pass the lead. The hub was completely torqued down. He felt uneasy using this extension due to complications he experienced initially. They went to grab another percutaneous extension and it did the same thing. However, at this point the hcp wanted to go ahead and use the second extension.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, serial# (B)(6); product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.